Event description:
It was reported that the pt had experienced "flu like" symptoms of nausea and increased spasms. He reported that he was evaluated in the ER (date not reported) and nothing was found so he was sent home. Some time later, the pt was seen for a routine pump refill. It was noted that there were volume discrepancies. The estimated reservoir volume was 2.2cc and the actual reservoir volume was 17cc. At the time of the refill, the pt did not report any symptoms. A pump replacement is being planned. The pump contains compounded baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Pump motor stall has not been confirmed in this device.